Event description:
It was reported the patient underwent revision surgery seven days post an initial left hip procedure due to a bone fracture. The patient could not deny or confirm that the fracture took place when he had a fall at home three days post op. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 51-145140, tprlc xr mp t1 pps 14x113mm, lot 7208623. 30103604, 36mm i.d. Size d neutral liner, lot 66555501. 110010243, g7 osseoti 3 hole shell 50mm d, lot 66971255. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records confirmed the reported event. A definitive root cause cannot be determined. It is unknown if the patient falling caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.